Event description:
It was reported that the patient had a lot of pain after a lead revision surgery and so she was kept in the hospital overnight for pain management. No further relevant information has been received to date.